Event description:
It was reported that the pt's neurostimulator had high impedances. Reprogramming around the electrodes with high impedances was performed but subsequently the high impedances were seen on all electrodes. Revision surgery was performed to replace the lead and normal impedances were seen. If additional information becomes available, a f/u report will be sent.

Manufacturer narrative:
(B)(4).